Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Patient stated that it was very painful. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection with sepsis were known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Patient code e2402 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Patient stated that it was very painful. There were no additional adverse patient effects reported. The ra lead was explanted.